Manufacturer narrative:
The recipient's activation reportedly went well.

Event description:
The recipient is reportedly experiencing electrode migration due to a cochlear malformation. On (B)(6) 2018 the recipient was hospitalized. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
The external visual inspection revealed the electrode was sliced near the electrode ground ring, along the lead, and near the array prior to receipt. These are believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock is verified. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report.